Event description:
It was reported that during check out by service tech, the cardiosave intra-aortic balloon pump (iabp) unit is failing touch screen calibration. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: type of investigation, investigation findings, component code, investigation conclusion). It was reported that during check out the cardiosave intra-aortic balloon pump (iabp) had a issue of failing touchscreen calibration. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found that touchscreen calibration was failing. Replaced touchscreen ran and passed all performance and function tests including touchscreen calibration.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is failing touch screen calibration. There was no patient involvement.